Event description:
Additional information was received from the patient. T patient said they have been peeing all over themself, not making it to the bathroom and think they need to increase stim but can't find the handset, they think it is on the floor but they have a bad back and can't bend over to find it due to their bad back. Patient are going to their urologist on a weekly basis and went to the urologist last week and the pa was able to increased it. Patient has been living in their bed for about 4 months because of their back pain . Patient said they also have other bladder, pelvic issues and pelvic pain going on. Agent did not ask about the circumstances that led to the reported issue. The patient was redirected to their healthcare provider to further address the issue. Pt asked about lost replacement program. Reviewed information, pt said they would continue trying to find their lost handset.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that needing steps to turn it off and find out if they ate head eligible or full body eligible. Walked caller through putting device into MRI mode. Patient showed they were MRI full body conditional. When talking patient mentio ned patient started having problems where they couldn't make it to the bathroom for two weeks (doesn't know the event date of when that started). Patient had stimulation off, and patient couldn't get the stimulation turned back on. Patient had a doctor's appointment anyways so they met with the nurse practitioner on (B)(6)2023, and was able to get the therapy turned back on. Patient had never had a hard time connecting the handset and communicator to the stimulator before until the last month or so. Patient was going to leave device in MRI mode and call the MRI facility back and let them know they were fully body eligible.

Manufacturer narrative:
B3 date of event estimate. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.